Event description:
It was reported the patient¿s blood glucose level reached 27 mmol/l (486 mg/dl). The pod was worn on the abdomen. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.